Event description:
It was reported that a pt underwent a gynecological procedure on (B) (6) 2009. During the procedure, the device stopped functioning and could not cut any more. The procedure was successfully completed with a second device with no adverse pt consequences.

Manufacturer narrative:
(B) (4). (B) (4) (blade does not cut). Conclusion code: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further info derived from the evaluation will be submitted in a supplemental 3500a form.